Event description:
Medtronic received information that pump error 130, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.10e. Retainer ring = clear. Customer complained about called in to report pump error 130 alarm and also location of the pump damage back of the pump on the battery compartment side. Unit perform visual inspection and pump received with cracked case behind the pump near the battery tube compartment and cracked select button keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. The motor was tested outside of the device and passed. No memory to confirm date and time of alarm on the event date july 22, 2021. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, selftest and displacement test. Not confirmed pump error 130 alarm during testing. Confirmed cracked case behind the pump near the battery tube compartment.